Event description:
It was reported that during a case which had occurred on (B)(6) 2026 at 8:15am, the device suddenly had a ventilator failure and switched to manual mode. The hospital biomed has not been able to duplicate the reported issue. No reported patient injury.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.